Manufacturer narrative:
Failure analysis revealed that the buttons were responding due to corroded keypad traces. Further testing could not be performed due to the unresponsive buttons. No ramping numbers or scroll bar moving with no input was noted. The device had a broken belt clip.

Event description:
The customer reported that she woke up with high blood glucose of 300mg/dl. The customer attempted to deliver a bolus, but the numbers started ramping. Then she changed the battery and received a battery alarm. The caller stated that her husband saw her twitching and realized she was having low glucose and it was 21mg/dl. The customer currently is pregnant. The caller mentioned that she passed out with low blood glucose nine times from (B)(6) 2013, and four times from (B)(6) 2013. The customer stated that the paramedics were called one time. No further information was provided.